Event description:
It was reported that during routine follow up visit, this right ventricular (rv) lead was found to have dislodged. Xray images were taken that confirmed the dislodgement. A lead revision procedure was performed. This rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The rv lead is expected to return to facility.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that during routine follow up visit, this right ventricular (rv) lead was found to have dislodged. Xray images were taken that confirmed the dislodgement. A lead revision procedure was performed. This rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The rv lead is expected to return to facility.